Event description:
This spontaneous case, reported by a consumer, who contacted the co to report a prod complaint, concerns a male pt of unk origin. The pt's medical history included unspecified gall bladder surgery (1998 or 1999) which resulted in unspecified complications which went into pancreatitis and diabetes. Concomitant medications were not provided. The pt began using insulin lispro (humalog) via an unspecified formulation, beginning at least four yrs ago (2004) and humalog via a cartridge in reusable humapen memoir burgundy device, beginning two mos ago (2008) (indication for use and dosing regimen not provided). In 2004, the pt experienced a motor cycle accident and unspecified traumatic brain injury. The rptr could not remember if the pt was already on humalog at the time of the accident. The pt was taken care of by his mother beginning after the brain injury (2004). No other info was provided and the outcome was not resolved. At the time of this report (2008) the pt was hospitalized with high blood sugar and pancreatitis. Treatment measures and diagnostic tests performed during hospitalization were not provided. No other medical info was provided and the outcome was not resolved. Humalog continued. The humapen memoir burgundy device was associated with prod complaint (lot 610c02). The prod complaint was that the pen battery had died. The rptr stated the pen was stored in the refrigerator. It was unk if the pt was a trained user of the device. The general device age was about one yr and the device had only been used for the last two mos. Action taken with the pen was unk, and its return status was not provided. Add'l info will be requested.

Manufacturer narrative:
If device is returned, eval will be performed to determine if a malfunction has occurred. Note: this is an initial report. A f/u report will be submitted when the final eval is completed.